Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the string on a tampon was not easily accessible for removal. She alleged that the tampon was packaged with the string on the wrong side. She manually removed the pledget from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.